Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: upon completion of product analysis, the customer comment of noise and artifact from the electrocardiogram (ECG) connection port was confirmed, due to a loose connection on the link electronic module (lem) board of the device. The loose ECG connector accounted for a failure of the common mode/wrist electrode test; the lem board was replaced and recalibrated. The hard drive was also reconfigured and reloaded, and the software was updated. The customer comment on poor wireless telemetry was not able to be confirmed, but the radio frequency transceiver (rft) was replaced as a preventative measure using salvaged parts. It was also noted that the power supply and system fan of the device were noisy, and both were replaced. The device also failed the display touch test due to the non-functionality of the stylus touch-pen; the stylus was replaced and recalibrated using salvaged parts. The device passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had noise and artifact present from its electrocardiogram connection port and that it had poor wireless telemetry. The programmer was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.